Manufacturer narrative:
(B)(4). The sample was received and sent to the manufacturing facility for investigation. Manufacturing site reports: one humidifier adaptor was received for evaluation. No water reservoir was received for evaluation. Lot and material number of adaptor received cannot be confirmed because adaptor packaging was not returned. The adaptor body was white, and the snap cap was clear. The number "47" was embossed in the plastic in the hollow of the adaptor body. A sleeve was present around the whistle area. No visual defects were observed. Performed manual whistle test: flowmeter was set to 2 l/min and complaint sample adaptor whistled at about 10 psi; part passes. As no water reservoir was received for evaluation, investigator functionally tested the complaint sample adaptor using a reservoir from an unrelated but same sized water reservoir lot as the reported complaint lot 19b531. Adaptor threaded onto the aquapak bottle without difficulty. Upon removing the adaptor, observed that the bottle's adaptor port had punctured cleanly. The adaptor body made a stable connection to the bottle. Using a standard-to-metric converter, connected the water-bottle/humidifier-adaptor assembly to the flowmeter. The adaptor snap cap made a stable connection to the flowmeter. The flowmeter was alternately set to 1.5 l/min; 5 l/min; and 10 l/min. In each case, bubbles were observed in the bottle, and no air leakage was detected. Complaint 'leakage in use' not confirmed as reported.

Event description:
Customer reported device was leaking "at the level of the connector" during use. Another device was used to provide humidification for the patient. It was reported there was a waste of time, but no patient harm or consequence occurred.

Event description:
Customer reported device was leaking "at the level of the connector" during use. Another device was used to provide humidification for the patient. It was reported there was a waste of time, but no patient harm or consequence occurred.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. In device history record review of the reported 003-40f lot 19b531, manufacturing event logs included an instance of a vacuum problem. Process parameters were within specification. In-process qa inspections showed one nonconformance that had no impact on the quality issue reported. In device history record review of adaptor lot 02h19 packaged with lot 19b531: process parameters were within specification; in-process qa inspections were acceptable; and post-sterility and package integrity tests were acceptable. The manufacturing event log for adaptor lot 02h19 includes "jap up snap cap (3x)" corrected by "cleared, restart". Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
Customer reported device was leaking "at the level of the connector" during use. Another device was used to provide humidification for the patient. It was reported there was a waste of time, but no patient harm or consequence occurred.